Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte septum was defective. The following information was provided by the initial reporter: the septum was pushed into the adapter of indwelling needle, the sample had been abandoned.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed two separate views of a q-syte only and then without packaging. Through the visual observation of the photographs, the top disk of the septum is pushed into the top body. The reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photographs provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte septum was defective. The following information was provided by the initial reporter: the septum was pushed into the adapter of indwelling needle, the sample had been abandoned.